Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted on behalf of the user facility by the distributor to the (B)(4). "Several supposed dysfunctions of the hotwire flow sensor, when pt is on pc/ac + vg mode. At first the device gives the expected pressures, after a while there is supposed dysfunction of the hot wire flow sensor. In this period of time, the device measures high tidal volumes and starts giving less support (very low peak pressures). Pt shows severe respiratory distress, higher resp rate, has a higher oxygen demand and shows a hypercapnia. The device doesn't give an alarm and does not show a dysfunctioning flow sensor. The problem doesn't occur anymore when the flow sensor is changed. The hotwire flow sensors in question are not available for investigation.

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). The foreign distributor reported that the foreign user facility reported that once they replaced the device's hotwire flow sensor the device returned to delivering the expected pressures. The foreign user facility was unable to provide the serial number of the alleged faulty hotwire flow sensor. Not is the alleged faulty hotwire flow sensor available to be returned to carefusion for eval. Should carefusion receive additional info, a follow up medwatch report will be submitted.